Event description:
Baxter reported that a home pt experienced an incident of the pt line of the homechoice set separating from their transfer set during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the separation resulted in an alarm being elicited by the homechoice machine. No difficulties were encountered when initially connecting the home pt's transfer set to the pt line of the homechoice set. No pt line extension sets were being used at the time of the event. After noting the separation, the home pt dismantled the setup and completed therapy manually. Per baxter the home pt was given antibiotics as a result of this incident.